Event description:
Call from hospice rn after to receiving complaint of leaking intravenous tubing on p6000. Rn found filter leaking from air eliminating holes in filter because slide clamp below pump closed accidently causing filter to leak. Problem-no occlusion alarm sounded with occlusion between pump & pt.